Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced loss of glucose readings on the ilet with a ¿dosing stopped¿ alert while still receiving readings on the dexcom app, consistent with intermittent communication failure between the cgm and the ilet; the user attempted restart and re-pairing, then successfully initiated pairing after toggling settings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the device component implicated in the communication pathway being the antenna/electrical interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.